Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens opacity (asc). In a separate surgery the lens was explanted. Treatment performed: phaco-emulsification. Iol implanted. Problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H11- manufacturer narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6-health effect- impact code: 4625- treatment performed: phaco-emulsification. Iol implanted. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).